Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly is doing well. The patient remains implanted and the patient continues to hear. This is the final report.

Event description:
The company was informed that the patient developed keloids over the implant site. The patient underwent surgery to remove the keloids on (B) (6), 2010.